Event description:
An empty cartridge alarm was reported, indicating that the pump detected an empty cartridge. The customer's blood glucose level was displayed as "high," indicating it was outside the normal range. To address the high blood glucose level, the customer took a correction injection using multiple daily injections (mdi). Technical support explained the reason behind the alarm, and the customer agreed to change the cartridge and resume insulin therapy.